Event description:
The sales rep stating that he was informed by the customer that their control modules dc adapter for the blue cable has broken off and during a case they were not getting any samples. They stopped the case and continued with a back up unit.

Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor daptor be replaced. The device was functionally tested, met all product requirements and returned to the customer.